Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused several strokes and difficulty breathing. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged several strokes and difficulty breathing. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. There was presence of black foam particles throughout the blower box, in the iso port and sticking to the blower motor. Evidence of potential water ingress in the blower box was found. Other minor contamination on the device exterior was found. Dust like fibrous and other unknown brown colored contamination and black particulates was observed on and around iso port. Fibrous and unknown brown/red contamination on the top enclosure under the right-side accessory door, white residue consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and the blower box indication potential water ingress was found. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam but no black particles were present in the blower box. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed the customer allegation and evidence of visible foam degradation and the contamination likely originated externally to the device. Sections d8, d9, h2, h3, h6 were updated in this report.